Manufacturer narrative:
The site declined to provide patient information, per canadian privacy laws. On 10/19/2015 a medtronic representative performed a navigation system planned maintenance, all areas passed. System performed as intended. On 10/20/2015 a medtronic representative, following-up at the site, reported this issue occurred in universal hip software. No further issues have been reported.

Event description:
A medtronic representative reported that, while performing a navigation system planned maintenance (pm), the surgeon reported to him that during pointmerge registration the system became unresponsive. They exited out of universal hip software, application and went back in, and then were able to complete registration. No further details were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.